Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging her ipg. In time, the ipg became inoperable, as confirmed by the clinical specialist. As a result, the patient may be awaiting ipg replacement.